Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein another drg lead was added at the right side of s2 to help with coverage of the patient's original pain pattern. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8742706. Common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: 05415067027153, serial: 19532042, batch: 8742706 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.